Event description:
A cartridge change error was reported with the pump. There was no adverse impact on the customer's blood glucose level. The customer was instructed by technical support to inspect and clean various parts of the pump and follow on-screen instructions to resolve the issue. Although contact was disconnected, the customer later confirmed that the issue was resolved through another communication channel.